Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 50-100 colony forming units (cfus) of pseudomonas and more than 100 cfus of klebsiella and e.coli. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. The complaint investigation reviewed the customer provided the cds processes where [no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date:(B)(6) 2025. Sampling from: suction biopsy channel, air-water channel flushings and brushings cfu:no growth after 7 days incubation. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
B5: no additional information received from customer. H11: additional information this report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from:unknown, cfu:growth of 10 to 100 colonies, bacterial identification:escherichia coli, enterococcus faecalis. Sampling date:(B)(6) 2025, sampling from:unknown, -cfu:growth of >100 colonies, bacterial identification:escherichia coli, -cfu:detected growth of 10 to 100 colonies, bacterial identification:pseudomonas aeruginosa. Sampling date:(B)(6) 2025, sampling from:unknown, -cfu:growth of >100 colonies, bacterial identification:escherichia coli, unidentifide, -cfu:detected growth of 10 to 100 colonies, bacterial identification:pseudomonas aeruginosa. Sampling date:(B)(6) 2025, -sampling from:straight out tip/45 degree channel, cfu:growth of 10 to 100 colonies, bacterial identification:ochrobactrum species, pseudomonas aeruginosa, -sampling from:biopsy channel, cfu:growth of 10 to 100 colonies, bacterial identification:klebsiella pneumoniae,pseudomonas aeruginosa. Sampling date:(B)(6) 2025, sampling from:unknown, cfu: aerobic microbial culture: growth of >100 colonies, pseudomonas species: growth of 50 to 100 colonies, pseudomonas species identification: pseudomonas aeruginosa, bacteria identification: klebsiella pneumoniae, unidentifide oxidase negative gram-negative rod, escherichia coli. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.